Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Examination of the returned product identified metal transfer marks within the taper, as well as numerous metal transfer marks on all surfaces, likely from contact with the metal stem, acetabular shell and/or from contact with instruments during removal. A fracture analysis was performed which reported that the fracture surfaces looked irregular, with clean flat regions adjacent to rougher surfaces. The complexity of the fracture surfaces did not allow for the determination of the fracture initiation point. The root cause of the ceramic head fracture could not be determined in this instance. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign- netherlands. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent revision of total hip prosthesis due to ceramic head fracture approximately two weeks after initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.